Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. Updates to section d8, e2,e3,h4 and h6 the device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the cause to be foreign matter and corrosion sticking to the inside of the output connector, and that b30/e216 was displayed. Additionally, since it has been seven years that the device was manufactured, the issue may be caused by corrosion of the electrical contacts due to repeated use.

Manufacturer narrative:
Olympus technical assistance center (tac) support called the customer to troubleshoot the device. Customer reported there was a patient in the room under anesthesia when the error messages occurred. Tac instructed the customer to turn off the clv-190 before inserting the scope and turn on after inserting the scopes. Additionally, tac recommended that the customer reseat maj-1933 cable between the clv-190 while it was powered off and clean the scope contacts with 70% isopropyl alcohol. Tac suggested that the customer send the device in for service if the image fluctuation issue continues. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The device has not been returned to olympus. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during a procedure, the evis exera iii xenon light source had an error code b30 and e216. There was no harm or user injury reported due to the event.